Event description:
The customer contact reported of backflow of solution from the secondary solution container into a soluset connected to the primary tubing set. On an unspecified date, the piercing pin of the primary tubing set was connected to the distal end of a soluset and was being used to deliver an unspecified medication, at an unspecified rate, via a symbiq pump. At an unspecified time, it was reported that the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of an unspecified medication. It was reported that the primary solution container was not hung lower than the secondary solution container. It was reported that after the delivery was started, backflow of solution from the secondary solution container into a soluset connected to the primary tubing set was noted. The customer contact reported that the solution in both the secondary solution container and the soluset was delivered to ensure the pt received the full dose of medication. It was reported that after the delivery was complete, the tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The issue of backflow was evaluated under a formal investigation. It was determine that backflow was due to issues related to the assembly of the third party supplied back check valve involving an off-set diaphragm, a poorly cut diaphragm and particulate obstructing the diaphragm. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).